Manufacturer narrative:
The date of this report was inadvertently documented as nov 28, 2016 on the initial report. The correct date is nov 29, 2016. The product code was documented as 05.001.210 in the initial report. The correct product code was 05.001.201; therefore, the brand name, common device name, device product code, and catalog number were updated accordingly to reflect the correct information associated with the correct device. The serial number was documented as (B)(4) on the previous report. The correct serial number is (B)(4). Subsequent follow-up with the customer, additional information was received. The reporter stated that there were six cutter devices used in the same case. Therefore, the concomitant section has been updated to reflect the six cutter devices, thus, this report will be 1 of 8 for the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Serial number was reported as unknown in the initial report and has been updated to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 25, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The serial/lot number are unknown. The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during a primary knee replacement procedure, when the specialist started the femoral cuts, it was observed that the motor device and the attachment device gradually began to warm up to the point where it could not be held by hand. According to the report, the specialist decided to use a wet compress to continue the procedure but the motor stopped working once the tibial cut was started when the specialist put the saw in contact with the bone. It was further reported that the device was in the correct mode (saw) when it was checked and verified. It was further reported that the coupling was removed, assembly was repeated again, and the motor started to function but within approximately 3 seconds of operation, it stopped and no longer functioned. It was reported that the battery was fully charged because it was pre-surgically checked. They had to wait while with another engine in the institution they were able to solve the inconvenience. There was a 30 to 40 minutes delay and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.